Event description:
Pt had a recovery filter implanted for a previous pe. Pt complained of back pain. X-ray showed 2 arms of the filter had perforated the cava wall. This filter was removed and another filter was implanted. Eight days after this implant, the pt complained of back pain again. Another x-ray was performed and showed that 2 arms had perforated the cava wall once again. The filter was removed and a boston scientific filter was placed. This filter did not expand upon deployment.